Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 4.0-5.2cm, 7.1-7.7cm, and 16.9-17.3cm from the distal tip, consistent with lead friction to another device or patient anatomy. The outer coil was exposed at this location. (B)(4).

Event description:
It was reported that during a follow up in clinic, low out of range, high voltage lead impedance was observed. During normal device replacement, lead insulation was observed. The lead was explanted and replaced. The patient is in good condition.